Event description:
Reportedly, the pt was defibrillated by an external defibrillator. Four external shocks were delivered and absence of pacing pulses were observed after the second shock. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.